Event description:
It was reported through the results of a clinical trial, that approximately three months post index procedure, the subject developed seventy percent of target lesion stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. Then, approximately six months and fifteen days post index procedure, thrombosis was diagnosed. Standard percutaneous transluminal angioplasty (pta) and thrombectomy/thrombolysis was used to successfully treat the target lesion. The current patient status is not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 10/2022).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 10/2022).

Event description:
It was reported through the results of a clinical trial, that approximately three months post index procedure, the subject developed seventy percent of target lesion stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. Then, approximately six months and fifteen days post index procedure, thrombosis was diagnosed. Standard percutaneous transluminal angioplasty (pta) and thrombectomy/thrombolysis was used to successfully treat the target lesion. The current patient status is not provided.

Event description:
It was reported through the results of a clinical trial, that approximately three months post index procedure, the subject developed seventy percent of target lesion stenosis. A standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. Approximately six months and fifteen days post index procedure, thrombosis was diagnosed. A standard percutaneous transluminal angioplasty (pta) and thrombectomy/thrombolysis were used to successfully treat the target lesion. Approximately six months and seventeen days post index procedure, clotted av fistula was diagnosed. Catheter placement was used to successfully treat the target lesion. Then, approximately seven months and six days post index procedure, stenosis was diagnosed. Standard percutaneous transluminal angioplasty (pta), thrombectomy/thrombolysis and stent graft were used to successfully treat the target lesion. The current patient status is not provided.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation and images were not provided for review. Based on the provided information, the investigation is inconclusive for reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Under potential complications the instructions for use state 'new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention, pseudoaneurysm, (¿)'. In regards to pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. And 'post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein'. Holding and handling of system was found described, in particular the IFU state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement'. H10: b5, d4 (expiration date: 10/2022), g3. H11: g1, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.